Event description:
It was reported the patients ipg displayed a message indicating it is approaching end of life. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The reported observation of ¿eri warning¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion. The ipg logs showed a programmer displayed low battery alert or first eri date/time of (B)(6)2021. Based on this information this event is no longer reportable.

Event description:
It was reported surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.